Event description:
The device did not work correctly. It was hard to remove from pt. Request evaluation of device from physician. No patient injury. Had to hold pressure mannually to achieve hemostasis of the artery.